Event description:
It was reported that perforation occurred, and requiring medical intervention. A rotablator was selected for use. During the procedure, it was reported that perforation occurred during use of a rotablator in one of the two cases presented. The procedure required pericardial drainage, although hemostasis was successful.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained. B3 - date of event: used the first day of the month of the bsc aware date as the event date was not provided.